Event description:
In 2007, the pt was implanted with a gore tag thoracic endoprosthesis. In 2009, a reintervention occurred. The pt was treated for a dissection which had developed a thoracic aortic aneurysm proximal to the original gore tag device. A planned arch reconstruction was performed first. A gore tag device was delivered into the previously placed device which then extended into the mid-ascending aorta. Completion angiography showed no visible endoleak. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further investigation is in process.